Event description:
The customer reported a problem with the cartridge not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions to inspect and clean the pump's pneumatic tap area and successfully reloaded the cartridge, enabling them to resume insulin therapy without further issues.